Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the device was received for evaluation. Visual inspection was performed and a separation between the main body and twist clamp due to a broken occluder foot was observed. Clear passage and clamp function testing were performed, and no issues were observed. Leak testing was performed and a leak through a closed clamp was observed due to broken occluder feet. There was no external leak. The reported condition was verified. The cause of the damage could not be determined, however potential causes of occluder feet damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist clamp (sleeve) of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.